Event description:
The initial reporter contacted shiley to report that a pt with a bjork-shiley convexo-concave aortic heart valve was scheduled to have their valve replaced due to "leaking". A copy of a report of a cardiac catheterization done in 2000 was forwarded to shiley from the user facility. The report indicated that the pt had "severe aortic insufficiency with a malfunctioning prosthetic bjork-shiley valve." Subsequent info received from the user facility confirmed that the pt had their prosthetic aortic heart valve replaced one month later. The pt survived surgery.

Event description:
Shiley received a copy of an operative report from the pt's family which stated the pt was admitted to the hosp for aortic insufficiency. According to the operative report, the valve appeared "in good shape". The report noted that "there was a large perivalvular leak between the left and right coronary cusps".